Manufacturer narrative:
Concomitant medical products: product ID: 3898-33, lot#: lc3889, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that the patient's implantable neurostimulator (ins) was showing impedances greater than 10,000 ohms on contacts 0, 3, 4, 6, and 7. They programmed around the high impedances and the patient was feeling stimulation but not where they were getting therapeutic benefit. A future revision was going to be performed and it was noted that the revision would most likely be at the end of (B)(6). It was unknown when the impedance issues first started and the patient was noted to be heavily medicated. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.